Event description:
Swierzynska, ewa, et al. (2021). "Use of an exercise test to enhance sensing vector assessment and prevent inadequate subcutaneous implantable cardioverter-defibrillator discharges." Journal of electrocardiology 67 (2021) 73-76. Https://doi.org/10.1016/j.jelectrocard.2021.05.013. The source literature reported that the patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) reported three shocks during exercise. The shocks were determined to be inappropriate due to atrial fibrillation and fast heart rate response with t-wave oversensing and double-triple counting. The device was reprogrammed multiple times which did not result in any improvement and the patient reported further inappropriate shocks in similar circumstances. An exercise test was performed where it was determined that none of the available vectors were free of artifacts. After reprogramming the sensing vector, no intervention occurred during the subsequent one year of observation. The device model and serial number were not provided. An attempt to obtain the information from the author is being made. Ewa swierzynska, 1st department of arrhythmia, national institute of cardiology, warsaw, poland

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.